Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
T was reported that while the anesthesiologist was advancing the wire through the needle, it became blocked after approximately 3cm. He pushed the wire guide more, but it became twisted. The wire and needle had to be removed, and the procedure was completed with a new device in the patient's other arm. No part of the complaint device remained in the patient's body, and there were no injuries or additional medical intervention.